Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A paramedic/hcp reported a customer¿s adc freestyle libre sensor was providing high readings when compared to readings obtained on an hcp meter. On (B)(6) at 1300h, a sensor scan result of 5.7 mmol/l (103 mg/dl) was obtained and compared to a paramedic meter reading of 1.6 mmol/l (29 mg/dl). It was further reported the customer experienced a seizure, loss of consciousness, and hospitalization and was diagnosed with hypoglycemia and treated with glucose syrup via third-party. Subsequent comparison results of 13 mmol/l (234 mg/dl), obtained on the adc sensor, and 11 mmol/l (198 mg/dl) obtained on an unspecified hcp meter, were reported, however it is unknown when these subsequent readings were obtained in relation to the reported treatment and hospitalization. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A paramedic/hcp reported a customer¿s adc freestyle libre sensor was providing high readings when compared to readings obtained on an hcp meter. On (B)(6) at 1300h, a sensor scan result of 5.7 mmol/l (103 mg/dl) was obtained and compared to a paramedic meter reading of 1.6 mmol/l (29 mg/dl). It was further reported the customer experienced a seizure, loss of consciousness, and hospitalization and was diagnosed with hypoglycemia and treated with glucose syrup via third-party. Subsequent comparison results of 13 mmol/l (234 mg/dl), obtained on the adc sensor, and 11 mmol/l (198 mg/dl) obtained on an unspecified hcp meter, were reported, however it is unknown when these subsequent readings were obtained in relation to the reported treatment and hospitalization. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.